Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4)

Event description:
It was reported that, during a procedure, the left ventricular (lv) lead was successfully implanted. However, during closing of the pocket, a right ventricular (rv) pacing morphology was noted. Fluoroscopy was performed on the patient that showed the left ventricular (lv) lead had dislodged. The physician attempted to reposition the lead but was unable to do so. The lead was explanted and replaced. No patient complications have been reported as a result of this event.